Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had programming error (heparin).

Event description:
It was reported that a customer had a recent incident where their nursing staff programmed the rate (ml/hr) instead of the dose (units/kg/hr) in the alaris pump when following the heparin drip protocol. The customer's request is "is there a way to disable the ability to change the rate (ml/hr)". There was patient involvement, but the outcome is unknown.